Manufacturer narrative:
Results: the pusher assembly was fractured at approximately 98.0 cm from the proximal end. The pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The pull wire was retracted from pusher assembly distal detachment tip (ddt).the embolization coil was detached from the pusher assembly and was undamaged. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was fractured. If the device is forcefully retracted from the packaging hoop with extreme angles, damage such as a fracture may occur. If the pusher assembly is fractured, the pull wire inside the distal detachment tip may be retracted and the embolization coil may become detached. Further investigation revealed bends along the length of the pusher assembly. Based on the returned packaging condition, those bands may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, a ruby coil pusher assembly and embolization coil were inadvertently damaged while being removed from the dispenser hoop. The damage to the ruby coil occurred prior to use and, therefore, the ruby coil was not used in the procedure. The procedure was completed using other ruby coils.